Event description:
A malfunction alarm, specifically alarm 20, was reported while the pump was actively in use. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support assisted the customer in loading a new cartridge using the correct technique, and insulin therapy was successfully resumed.